Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error when she attempted to use the bolus wizard. As she was entering her blood glucose the numbers started to increase. The customer removed the battery from the insulin pump and the buttons were unresponsive. Customer's blood glucose level was 162 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.